Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One 7f telescope guide extension catheter (gec) and one nc euphora rx balloon catheter were attempted to be used to treat a severely tortuous, severely calcified lesion with 99% stenosis in the proximal - mid circumflex (cx) artery. There was no damage noted to the device packaging. There were no issues noted when removing the devices from the packaging. The devices were inspected prior to use with no issues noted. The devices were prepped per IFU with no issues noted. The nc euphora device was negatively prepped with no issues noted. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices and excessive force was used.  It was reported that during removal of the telescope gec the polymer on-ramp peeled along the shaft, while still attached to the catheter. It was also reported that the nc euphora catheter shaft broke in half during delivery through the vessel. The device was not kinked or re-straightened during use. The detached portion does not remain in the patient. No patient injury reported.  It was stated that the case was 4 hours long and the devices were in the body for hours. It was also stated that there were 5-7 device failures across multiple manufacturers.

Manufacturer narrative:
Additional information: the nc euphora advanced through the telescope device without difficulty. The fracture occurred after 5-8 advances outside the guide. The shaft break of the nc euphora was not related to or caused by the telescope. The nc euphora was removed by being pulled out from the y-connector. Intervention was not required to remove the device. Resistance was noted when removing the telescope device from the guide and tuohy, and excessive force was used. The ptca procedure was not completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for anlaysis. The device returned with a detachment on the hypotube approx. 74cm distal to the strain relief. Kinks were evident on the hypotube proximal and distal to the detachment site. Numerous kinks were evident along the length of the hypotube. A kink was evident to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the distal shaft. Blood was visible in the balloon. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.